Event description:
The description of the event is reported as: stapler does not advance staples. No pt injury or medical intervention reported.

Manufacturer narrative:
Sample reported as available, but not received yet for evaluation. Investigation is ongoing. A follow up report will be sent when available.